Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, minimal tissue was found overlying the device. The patient was booked for a pocket revision in fear of possible pocket eroding. The device was repositioned. The patient tolerated the procedure well. The patient was discharged and went home.